Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's sensor and blood glucose level readings were not within an acceptable range. The customer's blood glucose level was 110 mg/dl and her sensor glucose level was 63 mg/dl. Her insulin pump would not stop beeping, telling her that her blood glucose level was low when it was not. She also reported bent sensor cannulas and bleeding at the site. The product was not returned. Nothing further to report.